Manufacturer narrative:
The lead will not be returned for analysis, therefore the clinical observations can not be confirmed by laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to a break near the collar bone during a recent device replacement procedure. During the replacement, it was also noted that the ra lead exhibited low pacing impedances less than 200 ohms, noise and a loss of capture (loc). No adverse patient effects were reported. The lead will not be returned for analysis.